Event description:
Reportedly the ring was explanted at implant in 2009, and replaced with a valve. The information was received on the device implant data card completed by the hospital or staff and returned to the foreign implant patient registry. The device was discarded, and will not be returned for evaluation. No surgeon or contact information was provided. No other information is available.

Manufacturer narrative:
This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review is in process. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Additional information: x-ray.